Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that mid way through the pulmonary vein isolation procedure, it was found that the stockert was showing significant impedance drifts. It was also confirmed that initially, the noise during rf was only in all ic recordings; however it included bs signals later on as well. The customer stated that the noise occurred on both carto and ep recording systems at the same time and it was very bad. With this condition the physician was not able to interpret the signals. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. The catheter was also evaluated for eeprom, carto 3, 4 khz and calibration functionality and it passed all the tests. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The customer complaint cannot be confirmed. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Event description:
It was reported that mid way through the pulmonary vein isolation procedure, it was found that the stockert was showing significant impedance drifts. At the beginning of rf delivery, the impedance was 95 and would rise to 145 ohms and then drop back down to around 100. Initially, the physician did not think too much of it as he thought the catheter was in a tissue pocket or was temporarily pulling the catheter into the sheath. However, the physician witnessed this impedance fluctuation about 5 - 6 times. As the procedure progressed, there was significant noise on all ic (intracardiac) signals, including the cs, lasso and ablating signals. The noise was eventually affecting also the bs ECG signals. The bs right leg was checked to be on the patient. An error 105 (sensor in catheter is disconnected, replace catheter) appeared. The ablation cable was changed, but error was still present. The catheter was then changed and case was completed without further issues. After follow up with the customer to obtain detailed information of the event, on (B)(6) 2012, the affiliate stated that impedance cut-off setting was set to 290 ohms. During rf applications, the stockert did not cut off since the impedance was not higher or changed drastically to cut off. The stockert was setting in temperature control mode at 43 degrees and 25 watts. No steam pop or char was observed. It was also confirmed that initially, the noise during rf was only in all ic recordings; however it included bs signals later on as well. The customer stated that the noise occurred on both carto and ep recording systems at the same time and it was very bad. With this condition the physician was not able to interpret the signals making this event reportable dating as alert date this event to (B)(6) 2012.